Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 823217-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peritoneal cyst and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and hypothyroidism outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician- yes discrepancy date(s) of insertion- (B)(6) 2009 3 on left cornua and 3 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral satisfactory micro-insert location with confirmed bilateral tubal occlusion. Alternative contraceptive measures therefore no longer necessary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , menorrhagia, pelvic pain, dysmenorrhea lot number reported (823217) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and hypothyroidism outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician. Yes. Discrepancy date(s) of insertion (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, pelvic pain abdominal pain, menorrhagia, hypothyroidism were added. Lab test was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 823217-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peritoneal cyst and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and hypothyroidism outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician- yes discrepancy date(s) of insertion - (B)(6) 2009. 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral satisfactory micro-insert location with confirmed bilateral tubal occlusion. Alternative contraceptive measures therefore no longer necessary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , menorrhagia, pelvic pain, dysmenorrhea lot number reported (823217) is not valid. Most recent follow-up information incorporated above includes: on 5-feb-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 823217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peritoneal cyst and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and hypothyroidism outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician- yes discrepancy date(s) of insertion- (B)(6) 2009, (B)(6) 2009 3 on left cornua and 3 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral satisfactory micro-insert location with confirmed bilateral tubal occlusion. Alternative contraceptive measures therefore no longer necessary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , menorrhagia, pelvic pain, dysmenorrhea most recent follow-up information incorporated above includes: on 29-jan-2021: medical record received lot number was added. Reporter information and medical history were added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.